Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery(lad). A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atmospheres. The device was removed from the patient's body and the completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device was returned for analysis. A visual examination of the returned device identified that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive force having been applied to the shaft. An examination of the balloon found a longitudinal tear in the balloon. The tear measured 3mm in length and was located in the mid-section of the balloon. No damage was noted to the blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery(lad). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at 6 atmospheres. The device was removed from the patient's body and the completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.